Manufacturer narrative:
A specific root cause could not be identified. A possible root cause was improper pre-analytical handling as the 13x100mm tubes were used without the recommended rack adapters which keep the sample tubes from leaning in the racks and causing pipetting issues. This in combination with the issues found by the field service representative was the most likely root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was < 0.100 mui/ml with a data flag and was reported to the patient who returned to the laboratory with a positive result from another technology. On (B)(6) 2016, the laboratory repeated the original sample and the result was 298.5 mui/ml with a data flag. The patient was not adversely affected. The reagent lot number was 131960. The expiration date was provided as "05/2017". The field service representative ran performance testing, changed the measuring cell, performed preventive maintenance, updated the software, and adjusted the sample probe, sipper, and mixer. He deep cleaned the analyzer and found a leak behind the syringe module, so he changed the damaged tubings. He ran a system volume check and performance testing.